Event description:
Boston scientific received information that this device displayed an end of life (eol) indicator and a fault code 01. Additionally, noise was observed on the right ventricular(rv) channel. The patient has been wearing some type of magnet which could be the cause of the observed noise. A boston scientific technical services consultant explained that this fault code is a charge time out due to a charge time greater than 45 seconds. The consultant recommended device replacement and to also check the associated rv lead for appropriate function. A replacement procedure was performed and the device was explanted and replaced without incident. The lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.